Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed with a motor error. The patient's blood glucose at the time of incident was 417 mg/dl, which he treated via manual insulin injection and insulin pump therapy. Troubleshooting was initiated for the motor error alarm. The drive support cap appeared normal. The customer mentioned that he received a motor position encoder error. However, the device was able to rewind. The manual prime and displacement test were successful, too. The insulin pump was not returned for analysis.